Event description:
It was reported that a patient underwent an anterior pelvic floor repair procedure in 2009. After five days, the patient came back because of urethral infection (sepsis). Upon examining the patient, the surgeon found there was an abscess all around the anterior mesh. A procedure was performed and the surgeon removed the whole mesh. The patient's condition immediately after the event was stable.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.